Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the device does not aspirate as soon as it is opened. The complaint device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode tip shows signs of activation. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was evaluated by the supplier with the following results: device was not returned in the original packaging. Device was in a used condition with tissue visible in and around the tip. Tissue visible in tip suction port. Staining visible in suction tube. No visible damage to the device shaft, handle, cable or plug. The electrical test was performed, all parameters passed. The functional test was performed, vapr vue generator gml 4854/2 was used. The flow rate failed the testing as well as the post activation flow rate. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube of the devices and fed up the suction path until the blockage was reached. This confirmed that the blockage was at the proximal end of the active suction tube and was caused by uv glue. The blockage was approx. 10mm inside the active suction tube. From our investigation we were able to confirm the reported suction failure with returned complaint device. The complaint failure mode seen has been caused by uv glue within the active suction tube and consistent with other complaint devices investigated under a CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. As this failure mode is still currently under investigation this complaint will be added to the scope of the CAPA. A DHR review has been performed for the complaint device lot number u2002114; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. In depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that at the beginning of acromioplasty and fairing repair arthroscopy procedure on (B)(6) 2020, it was observed that the vapr coolpulse90 electrode device did not aspirate as soon as it was opened. They tried to aspirate with a syringe without success. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.